Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the patient sustained a burn around a port site. At the end of the procedure, the burn injury was identified when the robot was undocked and the cannulas were pulled out of the sites. The burn was a dark circle that surrounded the port site. It required the surgeon to resect the dark circle/burn to repair the defect. The port site was closed with sutures as planned and no further intervention was required. There were no reports of any intraoperative complications, specifically with energy applications, and no reports of arcing. A long bipolar grasper instrument was utilized through the port site associated with the burn injury and there were no reports of a system error while the instrument was in use. The ebre settings were 3/3, the bovie pad was placed on the patient's thigh, and there were no burn marks or complications at the bovie pad site. The procedure was completed robotically with no intraoperative complications.